Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s touchscreen fractured and became unresponsive, consistent with a device component touchscreen issue and a device problem of fracture; the patient transitioned to subcutaneous insulin via pen and continued using a dexcom g7 cgm. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress problem identified with the touchscreen consistent with a fracture of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.